Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 516 mg/dl. There was a crack on the insulin pump screen. Customer declined to perform the high pressure test. Customer was advised to change the entire set. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The pump had a cracked case at the display window corner, minor scratches and a cracked display window.